Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detached.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct for the treatment of stones on (B)(6) 2024. During the procedure, the sponge from the biopsy cap got stuck in the working channel of the scope while passing an autotome. Attempts were made to remove the sponge from the scope using forceps and other devices however, it was unsuccessful. The scope was sent out for repair. Reportedly, a water-soluble lubricant was not applied to the top of the biopsy cap prior to use. The procedure was completed a new scope and biopsy cap. There were no reported patient complications as a result of this event.